Manufacturer narrative:
(B)(4).

Event description:
It was reported "left femoral artery puncture, unable to initiate counterpulsation. The machine alarmed for a helium leak. After several failed attempts, the decision was made to withdraw the tube, and an iab-06840-u tube was reintroduced ipsilaterally with normal counterpulsation. Later, after flushing the withdrawn problematic tube, a central lumen fracture in the balloon was discovered". The second catheter was inserted into the same insertion site. No patient harm or injury reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the teflon sheath was noted connected to the hemostasis cuff; dried blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.9cm from the iabc distal tip (inp-1). Bends to the iabc central lumen were noted at approximately 54cm, 68cm and 74cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system documen t. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.8cm from the iabc distal tip, which is the location of the previously noted broken central lumen. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 10.5cm and 30cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The reported complaint for "the machine alarmed for a helium leak" is confirmed. During the investigatio n, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area. The damaged central lumen could result in helium loss alarms. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a r eview of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "left femoral artery puncture, unable to initiate counterpulsation. The machine alarmed for a helium leak. After several failed attempts, the decision was made to withdraw the tube, and an iab-06840-u tube was reintroduced ipsilaterally with normal counterpulsation. Later, after flushing the withdrawn problematic tube, a central lumen fracture in the balloon was discovered". The second catheter was inserted into the same insertion site. No patient harm or injury reported. The patients current condition is reported as "fine."